Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain indications. The reason for call was the pts ins battery died after 7 years and they had the ins changed 2 years ago.